Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (10 mg at 5.01187 mg/day), bupivacaine (30 mg at 15.03562 mg/day), and unknown baclofen (200 mcg at 100.23747 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient's neurosurgeon contacted the clinic reporting the patient's catheter was cut during surgery. He plans to replace it. The it rate was increased on (B)(6) 2024. The patient presented to the clinic on (B)(6) 2024 reporting unspecified symptoms of withdrawal. It was noted that these symptoms have since resolved.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), implanted: (B)(6) 2017, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 15-mar-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.